Event description:
It was reported that pump declared altitude alarm while insulin delivery was suspended and speaker holes on back of pump were obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer removed obstruction, cleaned speaker holes as instructed, reinserted cartridge, and waited as directed, after which insulin delivery successfully resumed; altitude alarm did not recur, pump returned to normal operation, and no further action was needed.